Event description:
It was reported the patient fell following a manipulation and fractured her tibial tubercle in (B)(6) 2017. This was managed non operatively in a splint for 3 months. The fracture displaced. The fracture was placed with 2 screws and tension band wiring. Once fracture healed the stiffness continued. A revision surgery was performed to downsize the poly and release of soft tissue was performed.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).